Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test. All operating currents are within specification. No blank display and no unexpected off no power alarm. The insulin pump was received with minor scratched display window, cracked case at display window corner and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the customer's insulin pump alarmed off no power. The insulin pump is not turning on, replaced batteries and it continues turning off. The customer changed the device, but continued having issues. The customer discontinues the use of the insulin pump and is following doctor's prescription for insulin shots. The customer's blood glucose was unknown.